Event description:
Spouse reported customer was admitted as an inpatient to a hosp for dka. Description of complaint was dehydration, nausea and vomiting. No further troubleshooting was done due to customer being in the emergency room. Customer will call back.